Event description:
The event description according to the customer is as follows: patient transferred on hamilton t1 ventilator and patient ventilating well on transfer. On putting patient back onto t1 from anaesthetic machine, patient had desaturation with no chest wall movement and no air entry. No alarms went off on the hamilton ventilator, pip stated 13 however minimal flow/wavelength noted. Patient put back onto anaesthetic machine and had improvement with chest wall movement. Tried t1 again and same clinical deterioration occurred on patient. Second t1 had to be brought in causing delay in getting patient back to unit and patient becoming cold. New circuit put on hamilton ventilator and device passed on the third leak test check, failed the first two.

Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The case was reported to therapeutic goods administration (tga). Report reference number: (B)(4). Follow-up nr. 1 additional information: investigation outcome: hamilton medical ag received the logfiles of the device for analysis. All important actions such as operator settings, actions and alarms, etc. Are documented in the logfiles. According to the logfile analysis / clinical evaluation we have the following results available: summarized, it can be seen in the logfiles that a 1.51kg neonatal was ventilated. For a 1.5 kg patient, one would assume a tidal volume of approx. 5 ml/kg bw. That means we would expect a tidal volume of around 7.5 ml. However, since the lower alarm limit was set to only vt (low) = 3.8 ml, vt low alarms are issued continuously. The alarm limit was not adjusted until it was switched off at 12:58:24. Furthermore, plimit was set to 21 cmh2o. Pcontrol = 13cmh2o and peep = 8 cmh2o together result in a pressure of 21cmh2o. The pressure is therefore only applied to the set plimit limit. At 10:08:18 the pressure (high) alarm limit was reduced from 31 to 25cmh2o. Reduced again at 10:08:30 from 25 to 23 cmh2o. This meant that even less tidal volume was delivered. The user then muted the persistent vt low alarms and the low minute volume alarms by pressing the audio pause button, but at no time adjusted the alarm settings or pressure limits to adequately ventilate the patient. The root cause was determined to be that the operator did not adjust the alarm settings or pressure limits to adequately ventilate the patient.

Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The case was reported to therapeutic goods administration (tga). Report reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.

Event description:
The event description according to the customer is as follows: patient transferred on hamilton t1 ventilator and patient ventilating well on transfer. On putting patient back onto t1 from anaesthetic machine, patient had desaturation with no chest wall movement and no air entry. No alarms went off on the hamilton ventilator, pip stated 13 however minimal flow/wavelength noted. Patient put back onto anaesthetic machine and had improvement with chest wall movement. Tried t1 again and same clinical deterioration occurred on patient. Second t1 had to be brought in causing delay in getting patient back to unit and patient becoming cold. New circuit put on hamilton ventilator and device passed on the third leak test check, failed the first two.